Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 237 mg/dl. The customer stated that they had an MRI done with the pump still attached to them. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had scratched case and cracked reservoir tube lip.